Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage at the proximal valve was inconclusive because the clinical conditions in which the reported event occurred could not be replicated in the bard access systems field assurance laboratory. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample terminated between the 27cm and 28cm depth markings. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The catheter was charged and suspended by the distal tip and no leakage was observed at the valve. The force required for infusion and aspiration through the complaint sample were comparable that required for a similar non-complainant device. Microscopic inspection of the valve was unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, the conditions in which the device was operating at the time of the reported event could not be reproduced. Consequently this complaint is inconclusive at this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau2348 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reau2348) have been reported from the same (B)(6) facility.

Event description:
It was reported by the facility, the catheter was inserted in the patient. It was stated that during aspiration and flushing, the catheter started to leak from the hub and the 3-way valve didn¿t work. The catheter was removed and replaced.